Event description:
It was reported that ams700 inflatable penile prosthesis was not working. The revision surgery was performed and ams cxr cylinder was replaced due to leak in the device and fluid loss. The new implant device has not been used yet. No injury to the patient was reported due to this event.